Event description:
Reference number (B)(4). Event occurred in the united states. On 18-june-2024, it was reported by the patient that two infusion sets fell off during use events on 28-may-2024 and 09-june-2024. Infusion set was in use for 24 hours for event 1 and 1 hour for event 2. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.